Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl and meniscus procedure, the t2 implant did not push completely through the meniscus. The implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - visual assessment of the device showed the needle is bent on two planes. No ts or suture remain on the needle. The suture/t construct was returned for examination. The construct is missing t1 and the proximal end of t2. The bending of the needle likely contributed to the device failure. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(4).